Event description:
When flushing the arterial line, the pigtail separated from the device. The nurse was able to replace the piece with a new pigtail and was able to flush the line properly. There was no harm to the patient.